Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of one device. Visual inspection noted the loading unit was pre-fired and engaged in interlock with the jaws open. The anvil clamping mechanism was deformed. The device had no labels and no loading arrow was present on the cover tube. The reload was loaded into a post market vigilance instrument for functional testing. The interlock was overridden and the loading unit was applied to test media. While firing, stables did not apply correctly onto the media. Sent to engineering for evaluation of missing labeling and staples not forming properly. Visual analysis conducted by engineering noted that ¿the cartridge green color was discolored as well as the adapter. Graphics that should be present in the adapter and in the channel were not present as in the product produced under normal manufacturing conditions. Also, the sled component was noticed to be white color which does not correspond to the drawing 3004673 rev g specification which corresponds to natural. Therefore, based on the lot information provided the sled was expected to be natural color. Same visual valuation noted that the loading unit was pre-fired, with straight staples. After the unit was visually inspected, the functional evaluation of the unit yielded noted that the interlock of the unit worked as expected. The interlock was reassembled to the original position and the unit was cycled confirming that staples do not deployed while firing but the knife performed a clean cut to the representative tissue mean. Then, the unit was disassembled observing that no pusher was present in the instrument cartridge. Not having a pusher present in the cartridge was determined to be the root cause for staples not forming properly. Based in the engineering evaluation can be concluded that the physical appearance of the unit as received was altered. The cartridge and adapter components were observed to be discolored and the graphics on the adapter and channel were different from the normal product produced under normal manufacturing conditions. For the missing pusher condition, it is very unlikely to receive a cartridge assembly without pushers and for the device to pass all the manufacturing controls presenting the non-conformity as in the unit evaluated. Besides, it is extremely unlikely for multiple visually defective components to gather into a single unit, and in addition for none of this highly visible defects to not have been caught by none of our visual inspections. It is clearly visible that this unit was exposed to an external mean that changed the appearance of the unit. This suggests that a mishandling is the most probable cause for both investigated condition. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. Replication of the pre-fire condition with interlock engagement may occur if the instrument firing handle had been partially compressed and released after pressing the green firing button. In this situation, the safety interlock feature will engage and prevent the loading unit from firing a second time by ceasing the placement of staples and tissue transection, and prevent patient harm. Replication of the secondary condition of anvil clamping feature deformation may occur through manipulation of tissue using the anvil side of the loading unit, or clamping over excessive thickness. Replication of the secondary condition of missing labels and missing pusher may occur due to mishandling and user altering of products. Should new information become available, the file will be re-opened and the investigation summary amended as appropriate. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Post market vigilance (pmv) received of one device opened by the account without the packaging. The visual inspection of the returned product noted the loading unit was pre-fired and engaged in interlock with the jaws open. The anvil clamping mechanism was deformed. The device had no labels and no loading arrow was present on the cover tube. Pmv performed functional testing. The loading unit was loaded into a pmv instrument for functional testing. The interlock was overridden and the loading unit was applied to test media. While firing, stables did not apply correctly onto the media. Sent to engineering for evaluation of missing labeling and staples not forming properly. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
During a lobectomy procedure, the device was not able to fire, it could not cut the tissue. There was no patient injury.